Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with staph marginal keratitis with infection and inflammation symptoms in both eyes (ou) eyes at 1 day post-operative exam. The patient¿s chief complaint was irritation. Topical steroid dosage was increased to treat the symptoms. There was no loss of best corrected visual acuity (bcva) indicated. Pre-op; bcva from (B)(6) 2017: right eye pre-op 20/20 -5.00 x .00 x 90, left eye pre-op 20/20 -4.00 x -.50 x 135. This report is for the femto laser.